Event description:
Patient was implanted with the nalu peripheral nerve stimulation system on (B)(6) 2022. During a follow up visit with the physician on (B)(6) 2022 it was noted that the patient had incisional dehiscence, exposing the lead wire. Pocket revision and wound closure was performed on (B)(6) 2022 and the patient resumed pain relief therapy.